Event description:
Complainant alleged that the medics responded to a call for a patient (age unknown) who was complaining of chest pains. Upon the medics arrival, the patient was "being resuscitated by their spouse. The medics determined that "there was no respiratory effort and no cardiac output" from the patient. The stat pads multi-function electrodes were applied to the patient. The patient was monitored with the device and pads, and it was determined that the patient was presenting a ventricular fibrillation heart rhythm. The medics delivered a 200 joule shock to the patient, but upon the administration of the shock, only "a click/crack was heard" from the apex pad. The medics then delivered a second shock at 200 joules, but upon the administration of the energy, "visible white light was seen from under the apex pad". The medics then checked "that the air had been expelled from under the pad", and administered a 360 joule shock to the patient, but again the apex pad arced. The medics then applied fresh pads to patient and continued patient treatment without further incident. The medics coninued patient treatment en route to the hospital, administering six additional shocks to the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. Upon the removal of the first set of pads from the patient, the medics observed a first and second degree burn to the patient under the apex pad, and a first degree burn to the patient under the lateral pad. The used pads were not returned to zoll for evaluation.